Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: protesis is broken.

Event description:
Patient reported an unknown side of "protesis is broken." Device remains implanted.